Event description:
The facility representative reported an infuso.r. Pump with a condition of "missing hardwares." This condition occurred upon power up in the biomed service department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with a malfunction of 'missing hardwares' was not sent in for evaluation. Therefore, the reported problem could not be confirmed and the assignable cause was not identified. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the 'data has been discarded per retention period stated in (B)(4).' A service history review revealed that this device has not been serviced prior to this event.